Event description:
Arthodesis of the join mtp right on (B)(6) 2013. Breakage of the plate noticed on (B)(6) 2013. Revision surgery in order to remove the plate done on (B)(6) 2013.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.